Event description:
It was reported that the device had been dead for approximately three months. During the replacement procedure, the right ventricular lead was tested and diminished sensing was noted. The device was explanted and replaced. The lead was capped and replaced. The patient was noted to not have a device check since implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8596sc neuro accessory, implanted: (B)(6) 2011; 8637-40 neuro pump, implanted: (B)(6) 2011; 3986a pain stim lead, implanted: (B)(6) 2007; 3998 pain stim lead, implanted: (B)(6) 2003; 8703 catheter, implanted: (B)(6) 1992; 7231cx ICD, implanted: (B)(6) 2003. (B)(4).